Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The distal tip was broken off. The distal tip was not returned. There was the adhesive trace around the distal end. The manufacturing record was reviewed and found no irregularities. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic removal of gallstone, the subject device was used. In the procedure, a distal tip was broken off. It was not identified where the tip was broken off, but it was reported that it might be broken off inside the bile duct of the patient. It was not known whether the fragment was removed or not. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the distal tip.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device without the guide wire tip was returned to olympus medical systems corp. (Omsc) for evaluation. The guide wire tip of the subject device was detached from the distal tip. The adhesive was enough applied to the all around of the tip. As a measurement result of the outer diameter of the distal tip, there was no abnormality. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined, since there was no abnormality of the subject device.